Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The target lesion was located in a coronary artery. A 2.75 x 16 synergy drug-eluting stent (des) was implanted; however, stent damage was noticed on proximal end of the stent. Another 2.75x16 synergy des was deployed to cover the first stent and the procedure was completed. No patient complications were reported.